Event description:
It was reported that the atrial lead had a possible fractured and had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analysis found that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product. Product ID: d274drg ICD, implanted: (B)(6) 2011. (B)(4).